Manufacturer narrative:
The instrument has not been returned for analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a transforaminal lumbar interbody fusion (tlif) procedure. It was reported that the direct lateral interbody fusion (dlif)/tlif inserter broke as the surgeon impacted it with the mallet. The distal portion (screw like head) broke off. It was noted that the probable cause of the issue was that the inserter screw was possibly loose when hammered. The interbody cage was placed in the patient correctly upon incident. There was no delay to the procedure and no impact to patient outcome as a result of this issue.